Event description:
It was reported that the device failed to charge during acls training class. Users reported that their attempt to cardiovert svt rhythm resulted in a check printer message and prevented energy charging. User turned off the device for an hour and the original failure, with the presence of check printer message, was not duplicated upon retesting. There was no pt associated with the reported event.

Manufacturer narrative:
Physio-control evaluated the device and did not verify the reported intermittent issue. Physio observed proper device operation through functional and performance testing. The device was returned to the customer for use. The root cause of the issue is unk.